Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported 3 days post uneventful xact stent implantation in the left internal carotid artery, the pt was hospitalized for a stroke with right sided weakness and aphasia. CT scan showed no acute abnormality. Ultrasound and angiography revealed the stent was widely patent. Plavix, lovenox, and coumadin were given and the pt's condition improved. The reporter believed that an embolus due to chronic atrial fibrillation may have possibly contributed to the event. Though requested, no add'l info was provided.

Manufacturer narrative:
Study report. Evaluation summary: no device malfunction was reported. Stroke is a known potential adverse effect associated with the use of the device, as listed in the instructions for use, and may occur during or after procedures where the device functions normally. A root cause for the reported stroke could not be determined. A review of the finished device lot history did not reveal any non-conformity which could have contributed to this event.